Manufacturer narrative:
As a result of additional event information reported, this MDR is now a malfunction instead of a serious injury.

Event description:
New information reported stated that the surgery took place during a scheduled device change out procedure. The patient did not experience any symptoms due to the impedance issue. The patient was in stable condition during and post surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited an impedance anomaly. The lead was capped and replaced. No patient symptoms or additional information was reported.